Event description:
It was reported that the patients ipg had been slipping since implantation. The patient underwent a revision wherein the ipg was moved more towards the midback due to consistent pocket site irritation. The patient was doing well postoperatively and the ipg remain implanted.